Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction. The fse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had the bottom display blank while in use on a patient. The patient was not harmed or injured as a result of the event.